Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. A leak was noted at the hemostasis hub during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During left atrial mapping, a leak was noted in the introducer following insertion into the patient. Another device from the same model was used to continue the case with no consequences to the patient.